Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation/valve leak and/or damage: observed opening assessed as surgical damage. And also one opening device assessed as unidentified (tear) opening. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "hole on patch side," and "hole on valve side." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right side deflation. Device remains implanted.